Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of the incident. Customer stated the alarm occurred during manual prime process. The customer was advised the insulin pump will be replaced. The device will not be returned analysis.